Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 2 of 2: other mfg report #: 9615741-2017-00005. It was reported that the device broke while in use. All broken parts where retrieved and confirmed with x-rays. No patient injury reported and the event did not lead to significant surgical delay. The procedure went ahead as planned with a replacement device.

Manufacturer narrative:
Integra has completed their internal investigation on february 21, 2017. The investigation included: methods: review of device history records. Review of complaints history. Results: product not returned (broken burrs thrown) so evaluation unable to be performed. DHR review; DHR for lot fkfp reviewed and no anomalies associated with the complaint were observed. Prior to release the dimensions and raw material which can be associated with the complaint are checked. Complaints history; this is the second incident about breakage of dpr straight burr for the past two years. During the same time period, (B)(4) dpr burrs were sold. The complaint rate for this kind of incident during the stated time period is (B)(4). Conclusion: the root cause cannot be determined as the product was not returned.